Event description:
According to the available information the catheter fell out three times, the balloon had deflated. The first time the nurse said it seemed burst, and the other times nothing in particular happened.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional two devices referenced in b5 is captured under separate reports.

Event description:
According to the available information the catheter fell out three times, the balloon had deflated. The first time the nurse said it seemed burst, and the other times nothing in particular happened.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found two other complaint one for a balloon burst and one for a balloon deflated on the lot number. Deflation issue of silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action was opened and monthly monitoring is occurring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded.